Event description:
A bipap a30-s device was returned to a third-party service center for service with no initial alleged complaint. During the evaluation of the device, the service technician observed a ventilator inoperative error code e050 (the difference between the blower pressure sensor reading and the outlet pressure sensor reading is 10 cmh2o or greater for 5 seconds). Additionally, the service technician noted additional findings that the printed circuit assembly (pca) will need to be replaced due to error e112 (coin cell voltage is outside of its valid range of 1.65 to 3.6v.) The device data identified additional unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.